Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Additional information has been provided in h3. Corrected information has been provided in d1; d3(manufacturer fax). The cause of the battery temperature high alarm was due to a momentary communication glitch between the battery and pbm; however, the specific component responsible could not be identified.

Manufacturer narrative:
Patient information was not provided. Section a was left blank. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that an automated impella controller experienced a battery overheat alarm while in use. No patient harm was reported.

Manufacturer narrative:
D2a, d2b, h5, and h8 was erroneously entered on the initial manufacturer device report. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.